Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "off set self check failure - 1174", "compressor failure -1001", and "o2 valve fault-2012" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. Internal evaluation of the device observed fluid ingress affecting multiple components. The investigation was deemed compromised. The customer was recommended to replace the manifold, flow screens, and spm tubing. The device will be recertified and returned to the customer once the repair is approved. Analysis of reports of this type has not identified an increase in trend.